Event description:
Healthcare professional reported right side rupture, seroma-late and silicone migration. Device has been explanted.

Manufacturer narrative:
Continued e1:phone number: (B)(6). Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture, seroma-late and silicone migration. Device has been explanted.